Manufacturer narrative:
Technician completed trouble shooting but could not find a problem as the head was working fine. Reset the bed and made sure everything was working as designed.

Event description:
Complaint alleged that the head of the bed will not come up.